Event description:
It was reported that interrogation of the pulse generator resulted in the message -data not read- for battery voltage. After changing the mode, battery voltage was 2.52 v. Atrial impedance was greater than 2500 ohms in the bipolar config- uration initially, then subsequently 465 ohms.

Manufacturer narrative:
No medwatch form was received.